Event description:
A 45" post initiation of hd rx, air detector alarmed pct noted air bubble in (a) line. Bld pump stopped and all lines clamped. Rn notified. (A) line and perma cath port disconnected and syringe attached to flush perma cath. However, a tear or slit was immediately noted in the silastic tubing of perma cath. While attempting to move pt. To (l) side, pt bolted upright and stated "I can't breathe!" Cyanosis of lips and tongue noted. Pt assisted to (l) side and trendelelburg position. O2 stated at 8 l/min. Ems attached and m.d. Immediately notified. Peripheral IV started for IV access. Rhythm strip - nsr w/occ. Pvc's < 6/" estimated bld. Loss (due to air in system) > 100 ml.